Event description:
Patient revised, due to pain and discomfort, intraoperatively found implant fractured.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the device history records did not reveal any manufacturing deviations or anomalies. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.